Event description:
It was reported that the patient underwent an MRI, one day later, noise was found on the right atrial (ra) lead. There were no changes in thresholds, sensing, or lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).